Event description:
Subject plate was implanted in 2000 for a shortening osteotomy of the ulna and the pt was casted. Plate was noted as broken one month, late while pt was still in the cast. Plate was removed 9 days later.